Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the acute right ventricular (rv) lead was explanted and replaced due to poor electrical performance one day following implant. It was further reported that the right atrial lead had to be removed and replaced as it had adhered to the chronic rv lead. No patient complications have been reported as a result of this event.